Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, it was reported that the home patient (hp) had been reusing the drain line extension set, which was not being changed on a daily basis. The technical service representative (tsr) explained that the hp should set up therapy for that night and call if there are any alarms. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.